Event description:
It was reported that this right atrial (ra) lead exhibited gradually increasing pacing impedance and high capture thresholds. The pacing impedance reached out of range values that resulted in a lead safety switch (lss). Noisy signals were observed after the lss. The physician decided to keep the lead in service until device replacement. The lead remains in use. No adverse patient effects were reported.